Manufacturer narrative:
The field service engineer (fse) troubleshoot with the customer onsite and discovered that the rs-232 cable that was connected to the v60 was causing the display to not pop up. Once the rs- 232 cable was removed the unit would turn on without any issues. The fse replaced the rs-232 cable with a working rs- 232 cable, connected to the v60 ventilator and the unit would turn on without any issues.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display blank. No patient involvement reported.